Event description:
Allegedly, approximately one month after a turbt procedure, pt returned with irritable voiding symptoms. He was brought back in for an imaging and the doctor who performed original procedure saw the outline of a resectoscope beak. The doctor scheduled a second procedure on (B)(6) 2011 for removal of the beak; the beak was removed at that time. The doctor stated there was no injury caused to the pt due to the retained object.

Manufacturer narrative:
We did not receive the 27040xb sheath that was used in the procedure, but did receive a picture of the damaged area and 2 other broken sheaths from the account. The picture shows a detached ceramic beak with a piece of the ceramic material missing at the base of the beak and there are burn marks around the area where the piece is missing. We learned during the investigation that: the doctor was repositioning the angle of the electrode. The doctor was using excessively high settings. We received 2 other damaged sheaths that show the same kind of damage as in the picture. (B)(6) hospital in (B)(6) conducted their own investigation and confirmed above information; they believe as we do that the cause of the beak breaking was most likely due to the actions of the doctor. The doctor did not noticed that the beak had broken off after the procedure was completed so it remained in pt until removed. Doctor reported that there was no adverse impact to the pt due to the broken piece remaining in the pt for a period of time.